Event description:
Information received from the "hemangiomas and vascular malformations of head and neck" meeting held in (B)(6). It was reported that case studies regarding extra cranial use of onyx exhibited adverse results. Onyx embolization on patients with carotid tumors was shown to trigger perivascular inflammation, while embolization on neck patients shown wound healing disturbance in t cells. A twelve patient study shows an abundance of t cells following onyx use. It was concluded that acute, mid-term, and late inflammation may occur in extra cranial avm (arteriovenous malformation) after onyx embolization.

Manufacturer narrative:
The devices involved in the case study will not be returned as they were consumed in the event.(B)(4).